Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for blank display. Blood glucose at the time of incident was 178 mg/dl. Customer reported that her insulin pump shuts off every now and then blank. Customer is not calling back after receiving a new battery cap. Customer stated the contacts on the battery cap are not missing or damaged. Customer stated that battery compartment is neither damaged nor corroded. The insulin pump will not be returned for analysis.